Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this atrial lead dislodged one day post-implant, resulting in diaphragmatic stimulation. In a revision procedure, the lead was explanted and successfully replaced by a new lead. No adverse patient effects were reported.